Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump had a power issue in that the pump would give a low battery warning, and then later show full battery power. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
Follow-up #1 date of submission 12/27/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: pump boots to verify screen with auditory and vibratory alarms. Three full bars of battery life were observed on the home screen. The pump history was reviewed and evidence of short battery life was observed. Pump was exercised for 24 hours on a 1 unit per hour basal rate; after the 24 hours three full bars of battery life still remained on the home screen, no decrease in battery life was observed. No warnings or errors occurred during this time. The power compliant was verified in the black box but not duplicated during the investigation.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.